Event description:
It was reported the patient's blood glucose rose to 390 mg/dl. The pod was worn for between 4 and 24 hours on the abdomen. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. Corrosion was seen on the pcb. The voltage on bottom battery and middle battery measured lower than expected. Therefore by providing external power to the device, the data from device was able to be downloaded. No abnormalities were seen in the download data. Fluid path test was conducted, and fluid initially exited the distal tip. When leak test was performed, no leaks were observed in the cannula sub assembly. However, inside the reservoir, fluid was observed above the o-ring, indicating that there is an inadequate sealing between o-ring and inner walls of reservoir. This resulted in the fluid to divert from its path and contribute to reported failure to deliver insulin. The observed corrosion was due to fluid deposition inside the pod cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.